Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in china that during a the procedure should be posterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the rigidloop adjustable cortical implant, long broke off upon tightening. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.